Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported: "plate locking screws became prominent after the locking mechanism uncoupled resulting in a lack of stability and hwr surgery. A single distal lateral locking 5.0 screw was visible underneath the plate surface confirming screw tear thru the locking mechanism of the plate. Unusual performance of the locking plate was questioned by the surgeon and patient was then staged with a static spacer with antibiotics on (B)(6) 2026 and then a dfr scheduled a few days later. However, before the patient's dfr they passed away from post-surgical complications related to general health and optimization."